Event description:
Seven patientsdevice labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 7.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: design - human factors, cap, port, other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, other. Invalid data - on device destroyed/disposed of status.